Event description:
The "queen" brand of blue gloves are very poor quality. They stick to the glue on the EKG electrodes and makes it difficult to apply to the patient. This incident did not cause delay as she was brought in via ems but the patient was in afib w/rvr and any delay in applying our tools to monitor the cardiac rhythm poses a higher risk of harm.

Event description:
The "(B)(6)" brand of blue gloves are very poor quality. They stick to the glue on the EKG electrodes and makes it difficult to apply to the patient. This incident did not cause delay as she was brought in via ems but the patient was in afib w/rvr and any delay in applying our tools to monitor the cardiac rhythm poses a higher risk of harm.